Event description:
It was reported that potassium chloride was programmed to infuse at 50ml/hr. Over 2 hours as a secondary infusion. However, less than an hour later it was reported that the potassium bag was found "dry." It was noted the chamber was dripping at a higher rate than programmed as confirmed by two clinicians. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: medical device serial #, other occupation, report source, report source other. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that potassium chloride was programmed to infuse at 50ml/hr. Over 2 hours as a secondary infusion. However, less than an hour later it was reported that the potassium bag was found "dry." It was noted the chamber was dripping at a higher rate than programmed as confirmed by two clinicians. There was patient involvement, but no harm.